Event description:
The customer reported to olympus that the hd autoclavable camera head unit was giving an error message. The issue was found during preparation for use for a diagnostic laparoscopic procedure, which was completed with a different device after a 15 minute delay. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found no image due to a faulty cable. In addition to the reportable malfunction, a faded serial plate was observed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer confirmed the condition of the patient was not impacted by the device malfunction. The procedure was able to be completed with a different device. It is not available as to whether the patient's anesthesia or sedation was extended. There was no medical intervention required. There were no other devices connected to the subject device when the failure occurred.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon "no image" occurred due to communication failure caused by cable failure. However, the cause of the cable failure could not be identified and the root cause of the phenomenon could not be determined. Additionally, it is likely the phenomenon "procedure was prolonged for 15 min" occurred due to the replacing camera head because image was not displayed. However, the root cause could not be specified. The event can be prevented by following the instructions for use which state: "never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged." "Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged." "Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged." "Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.